Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) went to their clinic after receiving shocks from the device. Upon interrogation, the device was found to be at end of life (eol) and a warning message stating "possible device malfunction, fault code 01" was observed. Technical services (ts) explained that the fault code was a charge time (CT) out, and that there was a charge that exceeded 45 seconds. It was noted that this patient was non-compliant and the device had declared eol approximately four months ago with a CT of 31.7 seconds. This patient was in bed when the had an episode of ventricular fibrillation (vf), and the first charge elicited the fault code 01, but redetected and the second CT was 4.9 seconds and converted the patient rhythm. The device had delivered an inappropriate shock approximately three months ago for atrial fibrillation with rapid ventricular response. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, eol was reached earlier than expected due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
The device was later returned for analysis.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the device was replaced and will be returned.